Manufacturer narrative:
An event of incomplete coaptation, leaflet deformation, and cardiac insufficiency was reported. The device was returned to abbott for investigation and showed no tears or perforations. However, the device was received in a dehydrated state. Due to the condition of the returned device, functional testing was precluded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incomplete coaptation, leaflet deformation, and cardiac insufficiency could not be conclusively determined. The reported unexpected medical intervention was result of case-specific circumstances as the valve was removed and another valve was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect- impact code: 4614 serious injury/illness/impairment.

Event description:
It was reported on 28 february 2025 a 23mm navitor vision valve was selected for a procedure using a small flexnav delivery system. During the procedure the valve was partially re-captured and re-deployed three times. Upon contrast injection the patient presented with cardiac insufficiency. Another partial re-capture was performed to re-deploy the valve, but the cardiac insufficiency persisted. While attempting the third re-capture it was noted that there was resistance while retracting the valve. The micro-adjustment wheel wheel was used two times: during the second recapture of the valve in the ascending aorta; and during the third recapture of the valve in the descending aorta. The valve could not be fully retracted and a 5mm gap remained between the valve and valve capsule. The decision was made to remove the valve and delivery system from the patient. Both the valve and delivery system were inspected. The valve leaflets appeared to be wrinkled and could not perform their open and close function. The valve capsule of the delivery system was split at the end. A new 23mm navitor vision valve was implanted. The user believed the damage on the navitor valve leaflets led to the cardiac insufficiency.

Event description:
It was reported on 28 february 2025 a 23mm navitor vision valve was selected for a procedure using a small flexnav delivery system. During the procedure the valve was partially re-captured and re-deployed three times. Upon contrast injection the patient presented with cardiac insufficiency. Another partial re-capture was performed to re-deploy the valve, but the cardiac insufficiency persisted. While attempting the third re-capture it was noted that there was resistance while retracting the valve. The micro-adjustment wheel wheel was used two times: during the second recapture of the valve in the ascending aorta; and during the third recapture of the valve in the descending aorta. The decision was made to remove the valve and delivery system from the patient. Both the valve and delivery system were inspected. The valve leaflets appeared to be wrinkled and could not perform their open and close function. The delivery system had damage on the valve capsule. A new 23mm navitor vision valve was implanted. The user believed the damage on the navitor valve leaflets led to the cardiac insufficiency.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.